Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient's charger or programmer was unable to communicate with the ipg. The patient reported he had not charged the ipg in months. A company representative met with the patient and was unable to establish a connection with the ipg. Surgical intervention will be taken to address the issue.